Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: which stapling technique was used? (Single, double or triple) - no information. What other devices were used for transecting and/or closing otomies? - no information. How long has the surgeon been using this device for this procedure? - no information. Was the attending surgeon and experienced ees circular user? - no information. Who fired the device (attending, p.a., tech, etc.)? - no information. Was the person firing the device an experienced ees circular user? - no information. Was the o.o. Staff experienced in preparing the ees circular device? - no information. Was there a recent conversion to ees devices in this account or with this surgeon? - no information. Is there any additional information you would like to share relative to the issue? - no. What is the patients present condition? - stable the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and the device was fully fired. In addition, seven unformed staples were received in a small bag. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; the anvil did not come off during functional testing. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as no anvil was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open total gastrectomy, the anvil came off at the firing to anastomose between the esophagus and the jejunum. The anvil was put on the esophagus side and the device was inserted into the jejunum. As the resistance of cutting the washer could not be felt, the device was removed and then it was found that the anvil came off and the staples were protruded. Another device was used to complete the case. There were no adverse consequences to the patient.